Manufacturer narrative:
Since the device was not returned as it was discarded, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a clinical study that the pipeline flex failed to open at the distal section. Attempts were made to open the device but the attempts failed. The device was removed. No patient injury occurred. A new device was used to treat the patient. The patient was undergoing embolization treatment for a small saccular, sidewall, left internal carotid artery (ica) aneurysm. Which was located in c5 segment. Measuring 3.5 mm x 3 mm x 2.9 mm, neck 2.4 mm, parent artery diameter distal 3 mm proximal 4.9 mm.